Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B) (4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 7 xs dissection tip broke off in the patient. The reporter clarified that the tip seemed to detach into two pieces. Two add'l incisions were made to get the tip out. A new kit was used to complete the procedure. There were no pt effects. The event date is unk. The product is returning.